Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit had an open circuit heater wire. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the inspiratory and the expiratory tubes of the complaint rt340 adult breathing circuit were returned to fph in (B)(4) for inspection. The tubes were visually inspected and electrical resistance tested using a multimeter. Results: electrical resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing revealed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the right heater wire pin inside the overmoulded plug. No fault was found with the expiratory heater wire. A lot check revealed no other complaints of this nature for lot number 120725. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).